Event description:
The customer tested her blood glucose using a contour meter and a bd meter. The contour read 600 mg/dl, while the bd read 102 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent.